Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair when getting ready to pass the stitch using the customers expressew iii without hook the stitch wouldn't pass. The sales rep also reported that when pulling the expressew out the bottom jaw of the device fell off into the patient. The surgeon was able to pull the device out of the patient with a grasper. The case was completed using another expressew device. There were no patient consequences or delays. The device will be returned for evaluation.

Manufacturer narrative:
This supplemental medwatch is being filed to correct an incorrect date filed in report follow-up number 1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported via phone that during a rotator cuff repair when getting ready to pass the stitch using the customers expressew iii without hook the stitch wouldn't pass. The sales rep also reported that when pulling the expressew out the bottom jaw of the device fell off into the patient. The surgeon was able to pull the device out of the patient with a grasper. The case was completed using another expressew device. There were no patient consequences or delays. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. However, this failure is typically observed in cases of rough handling by the end user. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff repair when getting ready to pass the stitch using the customers expressew iii without hook the stitch wouldn't pass. The sales rep also reported that when pulling the expressew out the bottom jaw of the device fell off into the patient. The surgeon was able to pull the device out of the patient with a grasper. The case was completed using another expresse w device. There were no patient consequences or delays. The device will be returned for evaluation.